Manufacturer narrative:
Other relevant device(s) are: application 9733986 framelink s7. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a re-occurrence of a previous issue on a different system at the site. When importing the exams into cranial software the exams were normal, but when the manufacturer representative (rep) went into framelink the exams were black. The rep was importing these exams over a network. Technical services looked at the exams and they did not load black. They recommended uninstalling and reinstalling the software. No patient was present at the time of the event.

Manufacturer narrative:
A software investigation was initiated. The behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that after testing many different things, it turned out there was nothing wrong with system.  The clinical specialist (cs) figured out that the downloaded exams just took a few minutes to load before they would be available in the software.  The system checked out fine and no parts were replaced.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.